Manufacturer narrative:
The device was in use for treatment. A review of the device history records identified the following nine (9) rejects: five (5) had foreign material, three (3) bad seals and one (1) lead was sealed between the tray and pouch. A review of complaints against this lot number identified one additional report for the same failure, complaint number 1035166-2016-00147. Returned device analysis reveals one 5f temporary bipolar pacing lead that incurred extensive physical damage in the field. The device was returned for functionality testing. Visual inspection: no visual defects found using a microscope. Using an x-ray machine it was found that both wires that connect to the red and black connectors broke. Dimensional analysis: usable length within specification at 110.0 cm; both red and black connector lengths were within specification (red 15.3 cm and black 15.4 cm) and electrical spacing is within specification at 10 mm. Electrical testing: resistance between the red connector to the electrode hull had no connection. Resistance between the black connector to the electrode tip had no connection. It was verified there is no connection between the electrode hull and the electrode tip, it was confirmed as open. The returned device was visually and dimensionally within manufacturing specifications. However, while conducting electrical testing, it was found that the device had lost connection through both the red and black connectors. Using the x-ray machine it was confirmed that the loss of connection was due to wire breakage located right at the opening of the pin where the wire is inserted and crimped. Potential cause of this failure: insufficient strength of soldered joint. Since the separation between the cable wire and the soldered pin may cause a disruption of the cable function, a corrective and preventive action has been opened to address this failure. The failure rate has increased for separation of the cable. Per qa temporary pacing leads final inspection procedure all temporary leads are inspected 100 percent. Using a multimeter, check the electrical connections (continuity) of each lead. The readings should not exceed 100 ohms. Per the instructions for use (IFU) these precautions are provided to the user: do not connect to a/c power. Inappropriate connection of exposed pin(s) to an ac power source may pose serious risk of injury or death. Avoid kinking or bending the lead to minimize the risk of damage to internal wires. Avoid subjecting the device to unusual stresses. The device should be stored at temperatures between 5° c (41° f) and 30° c (86° f).

Event description:
After surgery while the tb lead was still connected to the aggregate, the patient moved slightly, and the lead broke on the end of the wire close to the transition pin (the physician could not remember which wire broke the black or red). The lead was removed from the patient when the issue was noticed.